Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. During evaluation the device was found to discharge within the design tolerances of the device. The device was recertified and returned to the customer. The device logs were overwritten and could add no value to our investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.